Manufacturer narrative:
Date sent to the FDA: 01/31/2022. Additional b5 narrative: it was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2011 and mesh was implanted and anterior repair for treatment of her cystocele and sui.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2011 and mesh was implanted. It was reported that following the procedure, the patient experienced pain her back and left leg, pain in her left side, and prolapse. No additional information was provided.